Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely that applying excessive force caused the cable supports to detach and protrude from the bending section cover. The final root cause of this event was unable to be identified. The event is detectable and preventable by handling device in accordance with following the instructions for use: detection of the event is included in the operation manual: 3.3 inspection of the endoscope: inspection of the endoscope. Preventive measures are included in the operation manual: 4.1 precautions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable malfunction, the following were noted: the bending section cover had slack and was damaged; due to a pinhole on the bending section cover, water tightness was lost; the video cable had a wrinkle; the universal cord had a wrinkle; and due to wear of angle wire, bending angle in up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the bending cover of the uretero-reno videoscope is wrinkled. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: metal wires of the bending tube protrude outward. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.